Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information has been provided.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached sensor wire occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2019. The patient stated they fell the sensor wire in their skin. Further contact was made with the patient by dexcom¿s medical safety team on (B)(6) 2019. The patient stated that before the end of the sensor session the site was red, and he removed the sensor. He felt a hard knot at the insertion site and thought the wire may have been retained. He stated that he went to the doctor on (B)(6) 2019 and an x-ray was done which did not show the wire was present; however, the site was infected. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.